Manufacturer narrative:
Exact date unknown, event occurred few months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc221870e0, model: sc-2218-70e, serial: (B)(4), batch: 7078062. Product family: scs-linear leads, upn: m365sc231670e0, model: sc-2316-70e, serial: (B)(4), batch: 7074720.

Event description:
It was reported that the patient had inadequate stimulation due to lead migration. The trial leads were pulled out. No further information has been obtained despite good faith efforts.